Event description:
It was reported via user facility medwatch that the brakes failed the pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Reported in user facility medwatch (B)(4). Result: brake plate kit. At filing date, it had not been determined if the MFR has yet evaluated the unit. A f/u report will be issued as necessary based on investigation results.